Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction performed on (B)(6) 2013. According to the complainant, after the removal of the sleeve and confirmation of mesh placement, a small plastic portion was seen in the vagina. It was not confirmed if the plastic was from the sleeve. The plastic was removed from the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction performed on (B)(4) 2013. According to the complainant, after the removal of the sleeve and confirmation of mesh placement, a small plastic portion was seen in the vagina. It was not confirmed if the plastic was from the sleeve. The plastic was removed from the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Analysis found both lead sutures cut and the needles were not returned. Blood and tissue residue were present on the returned sleeves. Both leader loops were cut on both leg assemblies. Both sleeves returned were completely intact. The complaint as reported is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A review of the directions for use (dfu) was performed. This review found that the device was used in accordance with the labeling. Use of the device may have contributed to the event. The dfu indicates that the device may break and a fragment may fall into the patient. Since the physician could not determine whether the plastic came from the sleeves of the mesh assembly, and the returned sleeves were not missing any pieces, the root cause is not confirmed.